Event description:
During follow-up, the device was found to be in backup mode. Premature battery depletion was also suspected. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was in backup mode when received for analysis. Device image showed that there were multiple bits flipped followed by transient non-maskable interrupt (nmi) that resulted to backup operation. Furthermore, a false elective replacement indicator (eri) was triggered 10 months prior to the explant date which resulted from transient low battery voltage, consistent with autocapture feature operating in high output mode. Clearing the eri message with the programmer restores normal device operation. Electrical test results indicated normal eri pacer functionality. Longevity assessment was performed based on nominal settings and it has met the projected longevity. The cause of the code corruption was undetermined.